Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transgastric to the jejunum to treat gastric outlet obstruction during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2019. It was reported that the patient was properly grounded. According to the complainant, during the procedure, an eus guided needle was used to puncture into the jejunum, and a guidewire was passed. The hot axios electrocautery was used to gain access to the target site in order to deploy the stent. The hot axios stent was successfully deployed through the puncture site; however, blood was noted through the stent. Multiple perforations were noted distal to the axios puncture site and proximal of the jejunum. It was reported that "probably supply of more power into the cautery unit of hot axios caused malfunction." The patient was sent for an urgent laparotomy to treat the perforations. The patient was hospitalized following the laparotomy. The patient was discharged from the hospital on (B)(6) 2019, and the patient's condition was reported to be stable. Note: the hot axios stent was implanted transgastric to the jejunum to treat gastric outlet obstruction; however, the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract.

Manufacturer narrative:
Block e1: initial reported facility name: (B)(6). Block h6: patient code 3191 captures the reportable event of "urgent laparotomy." Device code 2588 captures the reported event of "probably supply of more power into the cautery unit of hot axios caused malfunction." Block h10: a hot axios delivery system was returned for analysis. A visual examination of the device noted that the stent was not received. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was not returned. The ceramic tip of the delivery system was cracked and a little burned. The piece that cracked off from the tip was not returned. There were no other issues noted. An electrical inspection was performed and the device passed all tests. The crack found in the ceramic tip of the delivery system is consistent with excessive force applied to the device and severe manipulation during use. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The investigation determined that, as the device passed electrical tests, the reported cautery issues are likely related to the use of the device in a location for which is not indicated. Therefore, the most probable cause is determined to be cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Manufacturer narrative:
(B)(4). (B)(6). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transgastric to the jejunum to treat gastric outlet obstruction during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2019. It was reported that the patient was properly grounded. According to the complainant, during the procedure, an eus guided needle was used to puncture into the jejunum, and a guidewire was passed. The hot axios electrocautery was used to gain access to the target site in order to deploy the stent. The hot axios stent was successfully deployed through the puncture site; however, blood was noted through the stent. Multiple perforations were noted distal to the axios puncture site and proximal of the jejunum. It was reported that "probably supply of more power into the cautery unit of hot axios caused malfunction." The patient was sent for an urgent laparotomy to treat the perforations. The patient was hospitalized following the laparotomy. The patient was discharged from the hospital on (B)(6) 2019, and the patient's condition was reported to be stable. The hot axios stent was implanted transgastric to the jejunum to treat gastric outlet obstruction; however, the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract.